Event description:
(B)(6): customer reports via phone that they were performing a urology stent and stone removal procedure on an elderly female patient when the monitors failed. Physician used portable x-ray completed. No reported injury.

Manufacturer narrative:
Field service engineer (fse) reports resolving the static line issue by power cycling the infimed gold one. The image was now clean on the monitors. The customer decided that they wanted no repairs. Fse reported the table a "not to be used". Fse noted in tess that the system is to be replaced and closed the service ticket.